Event description:
Caller reported that the insulin gauge displayed an amount different from what was expected. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer loaded a new cartridge, and technical support advised them to call back for troubleshooting if the issue recurs. No additional information was received regarding the outcome of the event.